Event description:
It was reported that the customer's insulin pump was damaged. Customer stated the device is cracked around the reservoir and battery compartments. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip was noted. A stripped battery cap coin slot was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot, stained end cap sticker and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).